Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2025 and a barbed suture was used. During the procedure, the suture broke. The operation delayed 60 minutes. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who underwent laparoscopic myomectomy under general anesthesia in the (B)(6) hospital of (B)(6) on (B)(6) 2025. The operator used the suture (sxpp1a444) for suturing the fibroid wound in a continuous suturing manner during surgery. During the suturing, the same batch of suture broke for two consecutive times, and the needle tip broke on one suture (the specific length of the broken end of the needle was unknown). The operator immediately gave the patient intraoperative x-ray to search for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. The surgery time was prolonged for about 1 hour due to this event. The patient has been discharged smoothly currently. No subsequent adverse event report was received. The following information was requested but unavailable: